Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that on the day the implant was placed in ada site 5, a failure occurred upon insertion. Clinician reports this implant was a spinner. Another implant was placed in site 4 on the same day. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that on the day the implant was placed in (B)(6) site 5, a failure occurred upon insertion. Clinician reports this implant was a spinner. Another implant was placed in site 4 on the same day. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)